Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the patient was noted with transient bifascicular block and bradycardia. The issue was resolved, and the patient left the catheterization lab with a temporary pacing wire and an intrinsic rhythm. The following day, the patient was observed with complete heart block and a dual-chamber permanent pacemaker was successfully implanted two days later. No subsequent adverse patient effects were reported.